Event description:
In 2005 the complainant has reported that a gentleman underwent a therapeutic placement of an ultraflex esophageal stent for treatment of esophageal cancer. At some point in time after the successful placement of the stent, the patient began bleeding. It is not certain if the bleeding is related to stent placement or the disease progress. The patient condition is noted to be poor. The patient is not expected to survice.